Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. No additional information was provided. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.